Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited noise; the noise could be reproduced in clinic. The patient was asymptomatic. No intervention or additional information was reported.